Event description:
It was reported that the surgeon inserted an icm 120v4 12.0 mm implantable collamer lens in 2008. The lens was explanted one month later, due to excessive vault. The pt experienced narrowing of the angle, shallowing of the acd and an iridectomy was performed. The lens was exchanged using a shorter lens.

Manufacturer narrative:
Evaluation: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has the returned lens exhibited a length measurement outside the expected rang according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing base upon white-to-white and anterior chamber depth measure was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. Eval of newly available, alternate measuring device is ongoing.